Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported "the pump looked like it was infusing for a couple of hours, however, the patient did not receive any medication. We checked to see if there were any kinks in the line and found one. When we straightened the line out, the pump kept reporting an occlusion error message. Even after flushing the patient, the pump reported an occlusion." Medication being infused was unknown. No patient injury reported.